Event description:
It was reported that a device turns off by itself. The customer stated that the pump was tested and the issue could not be reproduced. It was reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.